Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determined the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as MFR# 6000089-2007-00579, 6000093-2007-00814, 00815. It was reported that 621 days after a coronary drug eluting stenting treatment procedure, the patient had a stent thrombosis (st), and a myocardial infarction (mi). Target lesion 1 was a 2.5x20mm, 99% stenosed, and mildly tortuous lesion in the saphenous vein graft (svg) to right posterior descending artery (r-pda) which was treated in the index procedure with predilation and placement of a taxus express2 2.5x24mm drug eluting stent. Residual stenosis was 0%. Target lesion 2 was a 3.5x20mm, 80% stenosed, moderately calcified, and mildly tortuous lesion in the svg to r-pda which was treated with direct placement of a taxus express2 3.5x20mm durg eluting stent. Residual stenosis was 0%. Target lesion 3 was a 3.5x12mm, 80% stenosed, mildly calcified, and mildly tortuous lesion in the svg to r-pda which was treated with direct placement of a taxus express2 3.5x12mm drug eluting stent. Residual stenosis was 0%. Target lesion 4 was a 3.5x28mm, 70% stenosed, mildly calcified, and mildly tortuous lesion in the svg to r-pda which was treated with direct placement of the taxus express2 3.5x28mm drug eluting stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At 621 days post index procedure, a st occurred which was confirmed by the angiography and ivus. The relationship to the taxus stent was "probable". The patient was taking plavix and aspirin at the time. An inferior q-wave mi also occurred on the same day. The relationship to the taxus stent and target vessel was "probable". Cardiac medication was noted as an action taken for both events. Both events were resolved 9 days later and the patient was discharged.